Event description:
Five months after index procedure, the pt presented with stable angina (ccs2) and 3-vessel coronary disease. Plavix, asa, and beta-blockers were given prior to the procedure. The pre-procedure cardiac enzymes were not available. A balloon only was inflated in the following target lesion. Lesion 3-1: the target lesion is a confirmed restenotic lesion, after stenting, of the native distal rca (vessel diameter 2.7 mm, lesion length 19 mm). The lesion is characterized as: class b2, non-ostial, totally occluded (<3 months old), irregular contour, moderate tortuosity of the proximal segment, angulation >=45 degrees and <90 degrees, eccentric with little to no calcification, and no thrombus was present. Plavix, asa, and beta-blockers were given during the procedure. The lesion was balloon only with a 20 mm x 3 mm balloon was inflated to a may inflation pressure of 8 atm with a satisfying result and no stent was placed.